Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump passed the rewind, displacement, prime and excessive no delivery tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken reservoir tube lip and missing end cap sticker.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. She stated she removed and replaced the battery, and then received a weak battery alert and a button error alarm which she could not clear. She could not recall any significant event leading to this alarm. The blood glucose reading was 136 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.